Manufacturer narrative:
No evaluation conducted to date pending device return.

Event description:
The t2 failed to deploy.

Manufacturer narrative:
The returned device shows signs of bending and twisting to some degree. No t¿s or sutures were returned with the device. The device has a slight twist of the delivery needle. This device cycles and actuates. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device should be used. With damages incurred to the returned devices a definitive root cause for the complaint could not be determined. Use error cannot be ruled out as a contributor to the event.